Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes and undersensing resulting in a delay to therapy delivery. The rhythm was subsequently converted externally. The patient was also noted to have experienced syncope. An x-ray was performed with the position and confirmed to be in a good position. The device was checked further in clinic with oversensing resulting in an inappropriate shock. This device remains in service and will continue to be monitored. No additional adverse patient effects were reported.